Event description:
It was reported that during a lap cholecystectomy procedure, the first clip scissored and the next clip jammed. They took the jammed clip out of the jaws but the others would not feed into the jaw. They opened a new one to complete the procedure. There was no pt consequence. No return device.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.